Event description:
This report was received via a lens return. In follow-up with the physician, this particular patient had a cataract extraction of the left eye with implantation of an intraocular lens, model 809f/17.50(d). Subsequently, the lens decentered inferiorly, the capsular bag ruptured and the patient was taken back to surgery to have the lens explanted. An anterior vitrectomy was performed with implantation of a model 730a/+17.5(d) placed in the sulcus. No lens investigation will be done as the physician indicated that the lens did not malfunction and the event is not lens related. The model 809f measured 12mm and was not large enough to stay in place. The newly implanted posterior chamber lens measured 13.5mm. No further problems were reported.